Event description:
Customer account provided photo/images of the dcb00 model intraocular lens (iol). Photo/images appear to show a tear or break of some sort at the edge of the iol, which may be consistent with the complaint reported (surgeon identified a rupture at the end of the iol). No further information is available.

Manufacturer narrative:
Additional information: section a-2 patient age/date of birth: unknown/asked information unavailable. Section a-3a patient sex: unknown/asked information unavailable. Section a-3b patient gender: unknown/asked information unavailable. Section a-4 patient weight: unknown/asked information unavailable. Section a-5 patient ethnicity: unknown/asked information unavailable. Section a-6 patient race: unknown/asked information unavailable. Section b-3: date of event: unknown/asked information unavailable. Section d-6a date implanted: not applicable as there is no indication the iol was implanted. Section d-6b date explanted: not applicable as there is no indication the iol was implanted, therefore not explanted. Section e-1 reporter telephone number: (B)(6) - field only accepts the us phone number format. Section h-3 device evaluated by manufacturer: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. Section h-6 health effect - clinical code: 4581 incision enlargement. Attempts were made to contact the customer account requesting additional information regarding complaint however, to date no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.